Manufacturer narrative:
Based on available info, this event is deemed a serious injury. The end user reports using (B)(6) adhesive remover; (B)(6) soap; (B)(6) powder; and (B)(6) barrier wipe. The end user was encouraged follow up with physician. The end user went on to report that her surgeon evaluated the skin two weeks ago and prescribed nystatin cream, with no improvement noted. The customer interaction center wound, ostomy, continence nurse recommended that she discontinue use of (B)(4) durahesive flexible wafer and to trial the esteem plus product with no tape. No add'l patient/event details have been provided to date. A return sample for evaluation is not expected. Should add'l info become available, a f/u report will be submitted.

Event description:
End user reports red open weepy itchy skin under tape collar extending beyond appliance into skin fold of abdomen at 600. She advised beginning in (B)(6) 2013 she began to use the wager for only a short period of time daily and then removed it and the skin improved to intact with an itchy rash.